Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
Pending investigation. D10: 160-71-13 - nv cemented plus ext size 13 (B)(6) 136-36-53 - nv gxl lnr, +5lat, 36mm g3-56/58mm cups (B)(6) 120-65-30 - bone screw 6.5mm dia x 30mm long (B)(6) 142-36-00 - cocr fem head 36mm +0 offset 12/14 (B)(6).

Event description:
As reported, a patient is pending a revision surgery approximately 11 years post the initial total hip replacement. No further information provided.